Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set was leaking. The following information was provided by the initial reporter: material no. 367344, batch no. 8253781. It was reported tubing from wingset were leaking. The issue is the tubing has a small split on it and when they draw blood the blood comes out of the tubing and ¿makes a mess¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set was leaking. The following information was provided by the initial reporter: material no. 367344, batch no. 8253781. It was reported tubing from wingset were leaking. The issue is the tubing has a small split on it and when they draw blood the blood comes out of the tubing and ¿makes a mess¿.